Manufacturer narrative:
Device evaluation: one cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that the housing was damaged and the screen was scratched. Pump passed functional and delivery tests, no discrepancy was found. Based on the investigation, the alarm complaint allegation was not confirmed. The scratched screen was replaced, but there was no alarm fault found with the device.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a double beep alarm and displayed no cassette during testing. It was also reported that the pump had lens scratches. No adverse effects were reported.